Manufacturer narrative:
D2a/d2b: specific type of device not reported d6a: implant date unknown year report as 2021 d6b: explant date unknown year report as 2022 or 2023 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an initial unspecified prosthetic implanted in 2021 and a revision surgery performed sometime in 2022 or 2023. Exact dates unknown. Patient stated that the implants they received have very bad components. No further information known at this time.